Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the staplers were half out on the opening of the device and clearly had not deploy. They said that device was definitely closed and it fired before the tissue was cut. There was no patient injury.